Manufacturer narrative:
If new information is received, a follow-up report will be submitted.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that the physician called the internal warranty department for questions regarding replacement credit for this device, as it was nearing the elective replacement indicator (eri). The physician did allege the device depleted at an accelerated rate per programmed setting and delivered therapy during the implanted duration. No adverse patient effects were reported.

Event description:
Subsequently, the device was explanted and is intended to be returned for a full post market assessment. No adverse patient effects reported.